Event description:
Patient ID: (B)(6). It was reported that a female patient, initial right knee implanted on (B)(6) 2021, presented to the clinic with pain and instability. The mechanical cuts appeared good on x-ray but the patients mcl appeared to be not functioning with notable gapping medially. A revision was performed on (B)(6) 2022, approximately 9 months post the initial implant procedure. Lateral releases and thicker poly did not solve the mid flexion instability, so the previous porous femur was converted to a stemmed cc femur with a cc insert. During the procedure, a slight crack of the medial condyle was noted during impaction of the femur, which occurred during impaction and adjusting rotation. The new implants were stable with good rom and the instability was significantly better per the surgeon. The explants are not available for return. Product not returning - explants not available.

Manufacturer narrative:
No device return anticipated as they are not available for return. Concomitants: z062345, 02-022-51-3009 - truliant tib imp crc insert sz 3, 9mm, 7083097, 02-022-55-3030 - truliant por tib tray size 3f/3t, 6948376, 201-78-15 - holding pin mini sharp point 4 pk, 6947680, 201-78-98 - 2 pk, schanz pin, 4mm x 130mm, s316204, 521-78-23 - threaded pin size 2.3 collared 2pk, s300583, 521-78-32 - threaded pin size 3.0 collarless 2pk, s317555, 21-78-32 - threaded pin size 3.0 collarless 2pk, 3008421308, a10012 - gps implant kit v2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. The crack of the medial condyle was noted during impaction and rotation of the femur, this was most likely due to the procedure.

Event description:
The crack happened during impaction and adjusting rotation. No other information is available to the representative.